Manufacturer narrative:
Additional information was received which indicated that the hemodynamic instability was defined as hypotension. The post balloon aortic valvuloplasty (bav) was performed due to severe paravalvular leak (pvl). The annulus/left ventricular outflow tract (lvot) was repaired by four single stitches armored with polytetrafluoroethylene (ptfe) pledges. These sutures were also fixated within the suture ring of the non-medtronic valve. No patch was used. The patient survived the event without further adverse events reported. Updated data: h6 annex e medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the valve was received in the original jar submerged in cloudy solution. The valve was discolored showing evidence of blood contact. All leaflets were pliable and intact. Remnants of coagulated blood was noted along the outflow margin of attachment of all leaflets. All leaflets were in the closed position with gaps between the free margins. All commissures were intact. Remnants of coagulated blood and host fibrin-appearing tissue were noted on the abluminal surface of the valve skirt. A bent strut was observed on the frame cell adjacent to a commissure. This damage possibly occurred during explant retrieval. Conclusion: a review of the device history record indicated the valve was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There was no report of frame damage prior to implantation. Imaging of the event was provided and reviewed. These indicated bulky leaflet calcification and a ¿good¿ valve load onto the delivery catheter system (dcs). An aortic root image noted the evolut valve at 100% deployment prior to the balloon aortic valvuloplasty (bav). Mild degree of contrast staining was observed in the left ventricular outflow tract (lvot) /left ventricle (lv) area. Imaging confirmed the post bav and the evolut valve at 100% deployment. There was no valve infolding nor constrainment and the bioprosthetic valve appeared seated at an acceptable depth. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Imaging showed the valve seated at an acceptable depth so a conclusive cause could not be determined from the information available. A post-implant bav was performed to address the severe pvl. Vascular injuries such as perforation, are known potential adverse patient effect per the evolut instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, it was reported sub-annular calcification perforated the annulus during the post-implant bav. The image review could not confirm this but did note the presence of bulky leaflet calcification. Effusion is a known effect that can occur after cardiac procedures due to procedural complications. In this case, the reported annulus perforation was a likely contributing cause. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse event per the device IFU. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The reported perforation was a likely contributing cause of the hypotension. This event does not allege a device misuse or malfunction occurred. Updated data: h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. The valve was successfully implanted. Following the implant, moderate aortic regurgitation was reported. A post implant bav was performed using a 28 mm non-medtronic balloon. It was reported that annulus measured 29.4 mm. After removing the catheters and closing the peripheral vessels, it was reported that the patient became hemodynamically unstable. Cardiopulmonary resuscitation (CPR) was initiated. It was reported that during the post implant bav, sub-annular calcification perforated the annulus. A pericardial effusion was reported. The pericardium was punctured twice in an effort to resolve the effusion. The procedure was converted to an open surgical repair. The transcatheter valve was explanted during the open surgical repair. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.